Manufacturer narrative:
Investigation description. No abnormal wear to exterior of device. The device was placed on a charging pad and charged to 62%. It was then set aside to monitor battery depletion. Within one hour, the charge dropped to 57%, confirming a rapid depletion rate and successfully duplicating the complaint. Engineering logs were downloaded and reviewed, which also verified the issue. The root cause was identified as a faulty battery, which will be replaced during refurbishment.

Event description:
It was reported that the ilet would not accept a charge and fully depleted despite the charger functioning with another device, indicating a failure of the ilet charging function. Symptoms included device unavailability due to power loss. Outcomes included interruption of therapy. Investigation included review of user-reported details and logistics for replacement. Investigation of this case revealed a suspected device power/charging malfunction. It was concluded that the device exhibited a charging failure that led to battery depletion and loss of function.